Manufacturer narrative:
A patient had their system explanted and replaced due to ineffective stimulation was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy due to the lead not placed at the optimal location. In turn, the patient underwent surgical intervention wherein the existing lead was explanted and replaced. Therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.